Event description:
This info was received through literature article ¿gore helix septal occluder for percutaneous closure of patent foramen ovale associated with atrial septal aneurysm: short and mid-term clinical and echocardiographic outcomes¿ published in journal of invasive cardiology, (B)(6) 2012. It was reported, the physician implanted a 25mm gore helix septal occluder. The device embolized to the abdominal aorta 24 hours after the procedure. The device was retrieved without complication using a 20mm snare catheter. The physician attempted to implant a 25mm amplatzer device, but the device had a persistent unstable position in the interatrial septum. Thereafter, pfo balloon sizing was performed and a 35mm amplatzer device was implanted successfully.

Manufacturer narrative:
The device lot number was not provided; therefore, a review of the mfg records cannot be performed. The device is unavailable and therefore an engineering eval cannot be performed.